Manufacturer narrative:
The device was returned for olympus for evaluation and the customer's allegation of no signal appears was confirmed. The device evaluation found image is deformed with vertical stripes due to a broken cable. A device history record review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. Based on the investigation results, the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. This issue is addressed in the instructions for use (IFU): should any irregularity be observed, do not use the camera head; contact olympus. Olympus will continue to monitor the performance of this device.

Event description:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results.

Manufacturer narrative:
E1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that no signal appeared with this camera head. There were no reports of patient or user harm associated with this event.